Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level went as low as 33 mg/dl and as high as 238 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose with food. Troubleshooting on the insulin pump was performed. Customer was able to complete the prime process successfully. Customer advised the reservoir screen showed the same amount of insulin as the status screen. Customer was advised to monitor the insulin pump, monitor their low blood glucose levels and call back if issues persist.